Event description:
The customer experienced axsym error code 5002 while using axsym anti-hcv reagent lot 50006m100. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.